Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements from the mid-500 ohms ranges to greater than 2,000 ohms, with a recent measurement of 2,244 ohms. It was noted that this change was likely indicative of a physiologic cause. Shock impedance measurements were stable in the 70 ohms range. R-wave amplitude was greater than 14 mv and and the threshold was 0.8v @ 0.4 ms. Health care professional (hcp) performed lead testing with isometrics, but there was no evidence of noise or high out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.